Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with pm438r - jaw ins. Bip. Maryland diss. Fen. 5/310mm. According to the complaint description, the tip of the forceps was bent during the surgery, the parts were broken and fell into the abdominal cavity. The dropped parts were collected during the operation. After surgery x - rays confirmed that there was a small shadow, a revision surgery was performed and all the parts were collected. There was no impact on patient and also no infection. A revision surgery was necessary. Additional information was not provided nor available. The adverse event is filed under aag reference: (B)(4). Involved components: pm450r - handle for bipolar instruments - lot unknown. Pm973r - insulated outer tube 5/5mm 310mm - lot unknown.

Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 4(5) x probability 1(5) of occurrence) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a CAPA is not necessary.